Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller power cables had some damage with intermittent advisory alarms. Log files were sent for review. The log files captured a few unusual power cable disconnect alarms when the patient was utilizing battery power. The alarms appeared to be a result of relative state-of-charge (rsoc) (battery data) invalid flags.

Event description:
It was recommended to exchange the patient's system controller and clean the patient's batteries and battery clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage was unable to be confirmed; however, the reported event of intermittent advisory alarms was confirmed via log file analysis. On 17mar2026, power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage associated with the white power cable being outside the expected range. The alarms were not associated with power source exchanges and quickly resolved on their own each time. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.